Event description:
The physician attempted arteriotomy closure with the closer 6 fr. Device following an interventional procedure. The physician reported that the device inserted without difficulty and deployment of the foot went as expected. The expected resistance was felt when the device was pulled back for the foot to appose the vessel wall. Then the physician reported feeling a "give" and more resistance. The physician thought the cause of the "give" was that the foot had caught up on some calcium and repositioned itself. The needles were deployed without difficulty. A bilateral cuff miss was noted upon needle retrieval. The foot was parked without difficulty and the device was pulled back. The physician wanted to check the cuffs for suture. The foot was deployed and it was noted at this time that the posterior foot was missing. The piece could not be visualized with fluoroscopy. A sheath was inserted for hemostasis. Upon removal of the sheath, closure and hemostasis of the arteriotomy was achieved via manual compression. The pt's extremity had no changes from prior to the procedure, in temperature, color or quality of pulses. The pt was discharged the next day following the procedure as planned. At the time of discharge there were no changes in the pt's extremity temperature, color or quality or pulses. As of this date the physician stated there have been no reported changes.